Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s931usqs9bzcl. Hardware: sm-s931u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that she had experienced hyperglycemia. The patient¿s blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include irritation, redness, and scar tissue. The patient¿s mother treated symptoms with unspecified over-the-counter cream and spray. No medical treatment or prescription was reported regarding the skin symptoms. The patient¿s pod was replaced while at school, which stabilized the patient¿s blood glucose levels. This event is being reported due to the formation of scar tissue attributed to pod use.